Event description:
(B)(6) / (B)(6) hospital (B)(6). Within days of having breast reconstruction surgery using this mesh I encountered a huge infection and was sent back to the hospital for infectious disease management and then additional surgery to remove the mesh and start over again. Much pain and suffering. Additional product details: this mesh was used during breast reconstruction due to mastectomy. Received a major infection and was hospitalized for 5 days and needed additional surgery to remove mesh and surrounding infected tissue. Subsequently needed 3 additional surgeries. Much pain and suffering and quality of life compromised.